Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient was on impella cp and while on support the patient experienced limb ischemia on the impella access side. External fem performed and the patient was escalated to an impella 5.5.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.